Event description:
It was reported by the aci clinical specialist (cs) that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained via a 6f procedural sheath at the common femoral artery. A pre-procedural femoral angiogram revealed no presence of calcium. Post procedure, the physician who is training with the cs, used the mynx to close the femoral artery. Reportedly, the physician shuttled down and when he retracted the sheath, the advancer tube did not engage. The physician deflated the balloon and removed the device and converted the patient to 10 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1124306) indicated that the mynx device met all established performance criteria prior to shipment.